Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to a malfunction of the implanted system.

Event description:
Device 1 of 2. Related manufacturer reference number: 1627487-2020-21414.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Related manufacturer reference number: 1627487-2020-21414. It was reported the patient experienced headaches following an implant procedure. Clear fluid was noted at the time of implant, so physician is of the opinion csf leak may have occurred. The patient complained of post-procedure headache for four days without any other symptoms. To address the issue, the physician performed a blood patch on the fourth day (B)(6) 2020, and the patient was observed in the hospital for three days. The patient has since been released from the hospital (B)(6) 2020 and the issue has resolved.